Manufacturer narrative:
The device was returned for evaluation. The cause of the seal failure was due to a sponge being caught in the seal, not allowing a proper sterility seal. The root cause is manufacturing error. There are many potential causes, incluidng the protrusion detection not working properly, the operator not remediating the protruding product, or a few other potential causes. If any additional relevant information is identified, it will be submitted in a supplemental report.

Manufacturer narrative:
The device was returned for evaluation, and the investigation is ongoing. Once additional relevant information is identified, it will be submitted in a supplemental report.

Manufacturer narrative:
Device is in process of being returned for evaluation. Investigation is ongoing. Once additional relevant information is available, it will be submitted in a supplemental report.

Event description:
Complainant alleges "sterilized failure".